Event description:
It was reported that during a da vinci-assisted abdominoperineal resection (apr) surgical procedure, the customer had recoverable fault 32097. The customer stated that they were currently not using universal surgical manipulator (usm) 3. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system event logs and confirmed the error. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm, however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. A review of the site¿s complaint history has been performed and identified that patient identifier (B)(6) (this complaint) is a related complaint to patient identifiers (B)(6). No image or procedure video was provided for review. A review of the site's system logs for the reported procedure date was conducted by tse. Investigation revealed the following possible related system errors: error 32097 - maxis error occurred, reported by acm in usm3 ¿ iloop maxm watchdog errors. System log review was performed. Per the review, the following was confirmed: an abdominoperineal resection (apr) procedure was performed on system (B)(4) on (B)(6) 2022. This complaint is not reportable due to the following: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. The usm was returned for failure analysis and the reported failures of errors 1126, 32097, and 31226, were confirmed and replicated. The usm was tested on an in-house system and failed normal mode as it triggered error 32097 on the rolling loop. The system did not trigger errors 1126 or 31226 on the rolling loop but they were confirmed via error logs review. The rolling loop failed the fiber test, and the power readings were trending down. The unit went through more testing on a testing platform and passed direction test, lissajous, cva characterization, sensor check, sine cycle, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switches test. The rolling loop assembly will be replaced as a fix to the reported problem.

Event description:
Refer to h10/h11 for follow-up information.